Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported the patient received the following results on (B)(6) 2019 within 10 minutes: 341 mg/dl and 102 mg/dl. The patient also received the following results on (B)(6) 2019 within 10 minutes: 514 mg/dl and 215 mg/dl.